Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 3mm distally from the proximal waist. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.